Event description:
It was reported that during a cl reconstruction procedure, an air leakage was found in the inner pouch of the footprint ultra before it was used in the patient. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the pouch sealing procedure found that the pouch must be inspected by the sealing associate and seal inspector per the process summary that states that missing sealing, incomplete seal, breach, missing label are critical defects that cannot be reworked or re-pouched. No perforations or tears were found in the inner sterile package. The device was not removed from the sterile packaging. No problem found. The complaint was not confirmed, and the root cause could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.